Event description:
It was reported that during an arthroscopy revision of acl, upon implantation of the product into the tibia pre-drilled tunnel (4.5mm diameter) as a secondary fixation to secure 4 limbs of ultrabraide sutures from the acl graft, the footprint suture anchor failed to hold the 4 limbs of sutures in place, the sutures slipped out from the anchor. The anchor remained implanted in the tibia bone after deployment and was not removed. The procedure was completed without delay with the primary fixation using the biosure regenesorb screw. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management found that the anticipated risk level is no longer adequate. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, failure to lock the torque limiter, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.